Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine that gave off smoke and a burning smell following heat disinfect mode after use. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that upon inspection he found a burned c95 capacitor on the actuator test board. The biomed replaced the actuator test board to return the machine to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. It was confirmed that a biomedical technician replaced the actuator test board to resolve the issue and return the machine to service.